Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he went to the emergency room with blood glucose readings over 500 mg/dl. His blood glucose level did not drop unless he took a shot. The customer believed he was growing immune to the insulin. He also needed help reprogramming the insulin pump. The device was not returned.